Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-dec-2019 with the following findings: a visual inspection of the pump revealed evidence of moisture visible under the display lens. A leak test revealed a pump case crack. The pump was opened and internal moisture corrosion was found on the printed circuit board keypad components and keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible behind the display and around the outer edges. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.